Event description:
It was reported that during an open lobectomy procedure, an ech3000 stapling device (compact, with a green reload) was used to cut the bronchus. The staple line initially appeared correct with no malformed staples, however, the final two to three staples at the end of the staple line were not formed at all. The event delayed the surgery by approximately five minutes. The surgical team then fired the device four times with a different (blue) reload, and all subsequent staples formed correctly. The procedure was completed successfully. There were no patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026 d4: batch #unk the photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/6/2026. Photo analysis: this is an analysis of two photos submitted to for evaluation. During the visual analysis, the following was observed: the photos show tissue with a staple line and with bleeding. In addition, what appears to be a malformed staple was observed in the staple line. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 722c35, and no non-conformances were identified.